Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture was observed on the right ventricular lead. Low sensing and high capture thresholds were also noted. It was thought that the lead's tip had perforated the wall of the ventricle. No patient symptoms were reported as a result and the perforation did not require intervention. The lead was capped and replaced. The patient was in good condition following the event.